Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was emitting a humming sound. The physician was going to toggel the 'beep on paced and sensed' events off and then on to see if the tones would cease.